Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and cut on cable. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a no-image issue and displayed no picture on the screen. The issue was found during a diagnostic procedure (transurethral resection of the prostate) that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had a no-image issue. And displayed no picture on the screen. The issue was found, during a diagnostic procedure (transurethral resection of the prostate). That was completed with a similar device. There were no reports of patient harm.